Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manager, "received notice of claim stating patient underwent a laparoscopic sleeve gastrectomy and operative report states the sleeve was created with green for the perpendicular line and gold and then blue loads for the longitudinal staple line. The staple line was buttressed proximally with perigastric fat using suture. An endoscopy was performed with ¿a provocative leak test¿ and no leaks were identified and the stomach was hemostatic.¿ no difficulties are noted with any stapler firings. The patient did well post operatively and was discharged. On the sixth post operative day, the patient was readmitted emergently and underwent diagnostic laparoscopy where there was no diffuse contamination; however, ¿a small pocket of purulence was entered at the proximal gastric staple line. This was around 6 cm distal to the angle of his/proximal extent of the staple line.¿ there was also a small area of exposed mucosa noted at the same location. The perforation was closed in 2 layers with 2-0 vicryl and ¿omental patch was fashioned after mobilizing a healthy tongue of greater omentum.¿ endoscopic insufflation was performed which demonstrated no leak. A ¿15 fr round blake drain¿ was placed with closed bulb suction at the gastric repair and a feeding tube was placed."

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Additional information received: op notes received; op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2022. Documentation received and attached.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Additional information received: op notes received.